Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure guide wire breakage occurred. The 85% stenosed, 3.0x15mm, concentric, de novo, target lesion was located in the non-calcified and moderately tortuous mid right coronary artery. Access was obtained via the radial artery. A kinetix, str, 185cm guide wire was selected and during an attempt to cross the lesion, resistance was encountered and it was determined that the wire had fractured. The fractured part of the guide wire was contained in the distal end of the 6f fr4.0 guide catheter and was able to be successfully removed. The wire was exchanged for a non-bsc wire. The lesion was dilated with an unspecified balloon that reduced the stenosis to 70%. The procedure was completed with the implant of a liberte' 3.0mmx20mm stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure guide wire breakage occurred. The 85% stenosed, 3.0x15mm, concentric, de novo, target lesion was located in the non-calcified and moderately tortuous mid right coronary artery. Access was obtained via the radial artery. A kinetix, str, 185cm guide wire was selected and during an attempt to cross the lesion, resistance was encountered and it was determined that the wire had fractured. The fractured part of the guide wire was contained in the distal end of the 6f fr4.0 guide catheter and was able to be successfully removed. The wire was exchanged for a non-bsc wire. The lesion was dilated with an unspecified balloon that reduced the stenosis to 70%. The procedure was completed with the implant of a liberté 3.0mmx20mm stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the guide wire was separated into two pieces inside the product pouch. The distal end measured approximately 1in from the distal tip the separation on the device. The distal end was microscopically inspected and revealed that the distal tip and coil wire/core wire/ribbon joint (ccr) were intact. The proximal end of the ribbon was sticking out of the distal tip portion. The proximal end measured approximately 6in from the corewire fracture surface to the adhesive ramp on the device. The proximal end was microscopically inspected and revealed a core wire fracture and the high torque sleeve (hts) was fractured. The device was sent for sem (scanning electron microscope) analysis which revealed that the core wire was fractured due to ductile overload caused by bending. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).